Event description:
Caller states patient tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 5.76 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the mesh leg through the sacrospinous ligament with the capio device, the suture (with the needle at the end) broke and half and was captured inside the capio device. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.